Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be slightly flexed away from the hot jaw but remained attached at the base and tip of the hot jaw. No other visual defects were observed. Pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device pass the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.87 ohms which is out of specification for hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. (Complaint lab hemopro 2 test station.. An engineering evaluation was conducted due to the resistance value being out of specification . The harvesting handle was opened and there were no visual defects observed. The toggle switch was examined and there were no visual defects observed. The toggle switch was manipulated numerous times, and the toggle switch was proved to be inconsistent with the activation of the device. Three (3) separate components of the device was tested. Wiring to the heater measured 0.637 ohms which was within specification. The switch itself was tested, and it was measured 0.648, which was slightly below which was expected since the handle was taken apart. The polyfuse was also tested and it was measured to be 0.704. Based on the return condition of the device, the reported failure, ¿failure to deliver energy" was not confirmed, but was confirmed for the analyzed failures ¿material twisted; bent wire¿ as well as the analyzed failure "intermittent continuity". Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws had no power. The hospital tried using a new cord and adapter. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws had no power. The hospital tried using a new cord and adapter. A replacement device was used to complete the procedure. The hospital did not report any patient effects.